Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead "quit working" and surgical intervention was performed. The lead partially removed and the remainder was capped. The lead was replaced with a competitor product. It is unknown if the explanted portion of the lead will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.